Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2022-40544, 2017865-2022-40545, 2017865-2022-40547, 2017865-2022-40548. It was reported that the patient presented to the clinic for repositioning of the implantable cardioverter defibrillator (ICD) implant. Upon opening the pocket, the physician noted that the pocket seemed to be infected. The ICD, right atrial lead, right ventricular lead and left ventricular lead were explanted. The patient was observed for a few hours and discharged with antibiotics. The patient was in stable condition throughout the procedure.